Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2016 a patient was undergoing endovascular treatment of an iliac artery aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system and gore® excluder® iliac branch endoprostheses the iliac branch components were successfully advanced and deployed. The trunk-ipsilateral leg component was successfully placed. The contralateral gate was cannulated, followed by advancement of the introducer sheath inside the gate. The ipsilateral leg was deployed followed by deployment of the contralateral leg component. The angiographic run showed the contralateral leg component was outside the contralateral gate. An attempt to bridge the proximal end of the contralateral leg component to the trunk-ipsilateral leg component using a second contralateral leg component was made, but the deployment line broke. The second contralateral leg component was withdrawn. A decision was made to close the contralateral side with a vascular plug. A femoral to femoral bypass was carried out to complete the procedure. The patient did well following the procedure.

Manufacturer narrative:
The engineering evaluation stated the deployment knob had been unscrewed from the delivery catheter. The deployment line and the length of deployment line attached to it were not returned for evaluation. The deployment line was intact and undamaged through the stitching of the sleeve. The top of the device appeared to have been pulled downwards slightly due to the attempted deployment. The deployment line was broken at the beginning of the sleeve. A knot in the line was seen where the deployment line broke. The deployment line loop had unlaced successfully from the third and sixth double stitch of the sleeve. The two slip knots on the deployment line loop had come out successfully. The last chain stitch loop in the sleeve had the deployment line end pulled through it creating a knot which prevented the sleeve stitches from unlacing. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the inability to deploy the stent graft was the deployment line was pulled through the last chain stitch loop on the double stitch side creating a knot that prevented the sleeve from unlacing.